Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
It was reported to philips the unit is still shutting off unexpectedly. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per the authorized service personnel (asp), the power management board was installed to resolve the issue.